Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ female pelvic pain'), genital haemorrhage ('bleeding') and neuromyopathy ('neuromuscular problems') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, yeast infection, (B)(6), pulmonary embolism, right heart failure, sexually transmitted disease, thyroid cancer, yeast infection, hypothyroidism postoperative, cervical dysplasia, gastric bypass, obesity, vaginal irritation and dizzy. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), infection ("infection"), dysuria ("urinary problems"), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness"), migraine ("migraines"), hot flush ("hot flashes"), anaemia ("anemia"), menorrhagia ("extreme menstruation/ menorrhagia"), dysmenorrhoea ("dysmenorrhea") and feeling cold ("cold flashes"). The patient was treated with surgery (ablation and laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, infection, dysuria, depression, anxiety, dizziness, migraine, hot flush, anaemia, menorrhagia, dysmenorrhoea and feeling cold outcome was unknown. The reporter considered anaemia, anxiety, depression, dizziness, dysmenorrhoea, dysuria, feeling cold, genital haemorrhage, hot flush, infection, menorrhagia, migraine, neuromyopathy and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: not provided. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ female pelvic pain'), genital haemorrhage ('bleeding') and neuromyopathy ('neuromuscular problems') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, yeast infection, chlamydia test (chlamydia test result: negative), pulmonary embolism, right heart failure, sexually transmitted disease, thyroid cancer, yeast infection, hypothyroidism postoperative, cervical dysplasia, gastric bypass, obesity, vaginal irritation and dizzy. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness"), migraine ("migraines"), hot flush ("hot flashes"), anaemia ("anemia"), menorrhagia ("extreme menstruation/ menorrhagia"), dysmenorrhoea ("dysmenorrhea"), feeling cold ("cold flashes") and dyspareunia ("dyspareunia"). The patient was treated with surgery (ablation and laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, infection, urinary tract disorder, depression, anxiety, dizziness, migraine, hot flush, anaemia, menorrhagia, dysmenorrhoea, feeling cold and dyspareunia outcome was unknown. The reporter considered anaemia, anxiety, depression, dizziness, dysmenorrhoea, dyspareunia, feeling cold, genital haemorrhage, hot flush, infection, menorrhagia, migraine, neuromyopathy, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted for essure insertion date (B)(6) 2018 (as per pif) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2018: not provided. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received: newly added events- dyspareunia. On 3-aug-2020: fu1&2 process together- pif received: no new information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.